Event description:
Iliac arteries were characterized by severe tortuosity. Deployment of the zenith device was performed without complications, however the final angiogram noted the contralateral leg graft appeared to be kinked somewhat by the angle in the vessel. Removal of the stiff wire had allowed the vessel to return to the natural shape and had created an impingement upon the graft lumen. Another MFR's graft stent was deployed within the zenith leg graft at the site of the impingement in an effort to increase the radial force against the curve. Another MFR's stent was deployed in the distal segment of the leg graft, extending into the vessel at the landing zone. Viewing of the completion angiogram showed good flow through the graft.